Event description:
During an in clinic follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. During revision procedure a kink and bump were visually observed on the rv lead. The rv lead was capped and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Session records were not available for review. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.